Event description:
It was reported that post-operatively the patient developed a superficial radial vein thrombosis with arm pain and edema. The thrombosis was diagnosed with doppler ultrasound and the patient was placed on subcutaneous heparin. The lead remains in use. The patient is enrolled in the(B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).